Event description:
A customer contacted beckman coulter inc. (Bci) and indicated there was a blood leak within the lh 750 slidemaker instrument. In addition, the slidemaker generated a shuttle error with a loud grinding noise. The user was wearing personal protective equipment (lab coat, gloves and goggles) at the time of the event. The operator did not seek medical treatment and there was no report of exposure to mucous membranes or open wounds. There was no report of death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
The customer inspected the instrument for broken slides and powered slidemaker off/on. A field service engineer (fse) found a few slides jammed under the shuttle and removed them. The fse also found fluid leak from tear on red stripe tubing at straight thru fitting connection; subsequently tubing was replaced. After running a few slides, it was observed the labels were placed to far left, therefore the print offset was adjusted. Customer was concern about the waste line being loose and requested it to be checked. All waste lines to drain were secured with zip ties and tape. The fse verified repair per established procedures; results meet published performance specifications.